Manufacturer narrative:
Batch review performed on 20 april 2018. Lot 171250: (B)(4) items manufactured and released on 06 march 2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event semifinished lot mat16658: 2400 items manufactured and released on 18 november 2015. No anomalies found related to the issue. Visual inspection performed on 20 april 2018 by (B)(4) product manager: the breaking of the trial keel could be due to different factors such as sclerotic bone, not enough preparation of the keel wings side with the risk of excessive impacting force for trial keel placement. During the visual inspection have also been analyzed the picture of the complaint.

Event description:
Trial keel breakage during surgery (wing broken). The patient had severe sclerotic bone.